Event description:
On 12/07/2010, our firm received an adverse event summary report from the ciba vision, regarding an adverse event associated with acuvue oasys contact lenses. The treating ecp had inadvertently sent the summary report to ciba vision. The report states that the pt presented to the ecp's office one week after presenting to the pt's hometown od. The pt was an acuvue oasys wearer "who went hot-tubbing on spring break and did get (the pt's) head beneath the water at some point." The pt slept while wearing the lenses, which the pt always did. The next morning the pt "awoke with a scratchy sensation and pain and saw his/her od who diagnosed an abrasion, put (the pt) on vigamox antibiotic drops and told (the pt) to see an od when (the pt) got to school." The pt came to the reporting ecp's office while wearing contact lenses. The ecp said the pt had the same presentation and increased the vigamox dosage and removed the pt's contact lenses and saw the pt in 3 of 4 days. The pt's eye had cleared nearly entirely and "we stopped the meds." The pt "then came back a few days later with a "flare-up." The pt's od cornea had a dendritic appearance and a culture was sent to a lab, but the results were "inconclusive and found nothing."